Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated the implanted neurostimulator has been acting very strange patient stated he has been fooling with it trying to get it back up and running. Patient reported software problem cannot continue patient service specialist had patient reset the controller patient stated he was trying to adjust adaptive stimulation when the error message appeared. Pt stated he is trying to set his adaptive stimulation positions. Pt is able to connect to the ins and verify he has stimulation on and his adaptive stim program is on. Pt is able to adjust the stimulation to the correct levels. Pt mentioned the adaptive stim is going from on to off on its own. Pss suggested that pt have the programming checked by a field rep. Pt requested a manual be sent about his controller and adaptive stimulation.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID (B)(4) (serial: (B)(6)); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt reported they would change the settings, but not give 5 minutes for the changes to stick. Operator error. Now know the time needed for new settings to take effect.

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6) product type. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.